Manufacturer narrative:
Continuation of d10: product ID: tm90t0, serial# (B)(6). Product type: accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 08-apr-2020, UDI#: (B)(4) the communicator was returned and analysis found the micro usb charge port was loose and rattling/visually damaged and the device failed the battery charging bench test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was spinal pain. The patient reported that the communicator was not working right. The patient stated that they could hear things rattling inside of it. The patient confirmed the communicator had not been dropped or wet. When asked the event date, the patient stated, ¿quite a few weeks now, but then all of a sudden it was not working at all and I'm not getting my boluses.¿ a replacement communicator was requested from the repair department because the communicator was rattling and not working to connect to the handset for bolusing. No patient injury reported.

Manufacturer narrative:
Continuation of d10: product ID tm90t0 serial# (B)(6): product type accessory medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.